Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized due to low blood glucose levels below 20 mg/dl, it wasn't registering. Customer was having issues setting up the settings on the insulin pump. Customer was doing yard work, was found passed out in the front lawn. Paramedics were called, treated with orange juice and yogurt. Customer was not hospitalized. Customer was advised to disconnect from the device. Drive support cap was normal. Customer was disconnected. The rewind and prime sequence was performed. Programming of the device was reviewed. Reservoir was checked. The device was not exposed to an MRI. The device had a low reservoir and no delivery alarms in the history. Customer was advised to contact doctor and monitor the device. Customer's current blood glucose level was 100 mg/dl. No further information reported.